Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A nurse from a user facility wanted to know if a patient's white blood count is too high for the dialyzer. No further information has been made available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. No malfunction of the hemodialysis (hd) machine was alleged, observed, or identified by the user facility. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the hd machine in question was not known. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure" p/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.